Event description:
It was reported that during total hip surgery while using the cutting edge advantage instrumentation system as the doctor was broaching the canal to determine prosthesis size he tapped in the final broach and as he went to tap out of the canal, the bridge handle broke at the junction of the strike plate to the shaft.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 3 other events for the lot referenced. Ecn was implemented to remove the holes below the impaction pad in order to reduce the likelihood of fracture. Visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. The reported event was confirmed. The cea rasp handle fractured through the quick connect holes on the body of the handle. There is evidence of impact damage to both the impaction pad and to the body of the rasp handle near the through holes and quick connect holes. A material analysis has been performed. The report concluded: "the body of the cea rasp handle broke through the quick connect holes in a rapid manner. The fracture was consistent with the application of multiple overloads. Eds analysis showed the cea rasp handle to be made of (B)(4) consistent with the 17-4ph stainless steel material. No material or manufacturing defects were observed during this analysis." Conclusion: the reported event was confirmed. The root cause was determined to be a design issue. The device is under the scope of ecn, which was implemented to remove the holes below the impaction pad in order to reduce the likelihood of fracture.

Event description:
It was reported that during total hip surgery while using the cutting edge advantage instrumentation system as the doctor was broaching the canal to determine prosthesis size he tapped in the final broach and as he went to tap out of the canal the bridge handle broke at the junction of the strike plate to the shaft.